Manufacturer narrative:
This supplemental report is created with reference to mfg report #1218950-2021-11146 with corrected information to update the registered legal manufacturing site.

Event description:
It was reported to philips that the scalp electrode used for fetal monitoring caused a wound and possible infection and scars.